Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. The technical support specialist (tss) followed up with the customer, but no response was received from the customer. Therefore, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an error occurred during login. There were no delay or adverse events or injuries reported based on this event.